Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the customer¿s experience of balloon and sheath detachment. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: lap col. Event description: normal use during tepp procedure, balloon came loose from trocar when pulled out of patient. Type of intervention: pulled out the balloon manually. Patient status: no harm done.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap col. Event description: normal use during tepp procedure, balloon came loose from trocar when pulled out of patient. Type of intervention: pulled out the balloon manually. Patient status: no harm done.